Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the kbl191, infinity anteromedial guide left 9/10 mm was being used on (B)(6) 2024 during an anterior cruciate ligament reconstruction and ¿tip of femoral guide broke off instrument¿. Per further assessment it was found "a fragment did fall into surgical site. It was retrieved.". There was no impact or injury for the patient. The procedure was completed with an alternate unknown device. There was no delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An examination of the returned used item kbl191, found left tip detached from the guide shaft. Detached left tip was not returned for the evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 reports, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to use, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure they are in good physical condition and function properly. Inspect instruments following use to ensure device integrity is intact. There should be no loose, broken, or missing parts. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kbl191, infinity anteromedial guide left 9/10 mm was being used on (B)(6) 2024 during an anterior cruciate ligament reconstruction and ¿tip of femoral guide broke off instrument¿. Per further assessment it was found "a fragment did fall into surgical site. It was retrieved." There was no impact or injury for the patient. The procedure was completed with an alternate unknown device. There was no delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.